Manufacturer narrative:
While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to stroke in this patient include pre-existing comorbidities such as stenosis in the basilar artery and history of aortic atherosclerosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke and death, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The lvad instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump would not be returned.

Event description:
It was reported from the site by the vad engineer that the patient suffered a massive stroke at the time of vad implant on (B)(6) 2016. It was stated post op the patient had non-reactive pupils and sedation was held and patient was not opening eyes, following commands or moving extremities. Pupils were unequal and sluggish. CT scan was unclear as to whether cva was embolic or hemorrhagic. Per neurology, patient had some preexisting stenosis in the basilar artery. Patient had a history of aortic atherosclerosis. As per family request, care was withdrawn. It was further stated that the patient would not have an autopsy and the pump would not be returned. No additional information available.